Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6). It was reported that angina occurred. In (B)(6) 2014, the patient presented with unstable angina and index procedure was performed on the same day. The target lesion #1 was located in the proximal left anterior descending (lad) artery with 80% stenosis and was 24mm long, with a reference vessel diameter of 3.5mm. The target lesion #1 was treated with pre-dilatation and placement of a 3.50 x 28mm study stent with 0% residual stenosis. Three days later, the patient was discharged on acetylsalicylic acid and clopidogrel. In (B)(6) 2016, the patient was diagnosed with stable angina. No corrective action has been taken to treat the event. At the time of reporting, outcome of the event was considered to be recovering or resolving.